Event description:
On (B)(6) 2012, lifescan contacted the patient from (B)(6); at the time patient was alleging that the owner's booklet was missing from the one touch verio iq meter starter kit. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter starter kit was missing the owner's booklet. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.